Event description:
Customer stated she had to go to the hospital because she had ketones and blood glucose of 600 mg/dl. She mentioned that the cannula had slipped out of the insertion site and that her insulin was leaking. She did not go into any more detail.

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if some malfunction or product condition may have contributed to the pt's high blood glucose. The customer reported that the cannula had pulled out of the skin, this would cause interrupted insulin delivery and contribute to hyperglycemia, but cannot be confirmed. No product lot number was reported, so no qualification record review was performed. The omnipod user's guide warns: "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result."